Manufacturer narrative:
Medwatch sent to FDA on 08/25/2016. The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. The events of delayed healing, necrosis, and inflammation are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event of inflammation as follows: adverse reactions are those typically associated with surgically. Implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion.

Event description:
Healthcare professional reported left side inflammation and "breakdown of tissue". And surgical site which "healed for a while, then started up again" whilst implanted with a seri&#59411;scaffold and a non-allergan saline breast implant. The seri was initially placed to ameliorate a "wound that would not heal" on or about (B)(6) 2015. Following the removal of "debris" on several occasions, both the seri scaffold and the concomitantly placed breast implant were explanted on or about (B)(6) 2016.